Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 139 mg/dl. Customer also stated that they had to hit the buttons several times to get to where they need to go. The customer also stated that auto mode is on but it¿s not functioning. Customer reports they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump. The customer was assisted with displacement test and it was passed. The customer was assisted with selt test and it was passed. Customer also stated that insulin pump does not alarm battery failed alarm. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.